Event description:
The device was returned for service. During testing, a failure code 570 was found in the device's event history. According to the hosp representative, no pt injury or medical intervention has been reported related to the device.